Event description:
I would like to bring to your attention false readings by your nova max glucose test strips. Lot number 1020210181 exp date 2012-06, part number: 43437. Sat (B)(6) 2010: I spent 6 hours giving myself 110 units of insulin as a result of inaccurate test strip readings. I ended up in the emergency room with a sugar level of 24, completely incoherent and on the verge of a diabetic coma. Once the doctors revived and stabilized me, we compared sugar levels between by machine with your test strips and the hospital's machines. The test strips showed my sugar levels ranging from 555-high when compared to the emergency room machines readings of 140. This situation nearly cost me my life and once I changed my test strips, I finally obtained accurate readings and was discharged from the hospital. Dates of use: (B)(6) 2010.